Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Remains implanted.

Event description:
Edwards received notification from our affiliate in italy. As reported, this was a case of an implant of 23mm edwards sapien 3 ultra transcatheter heart valve. The valve implantation was successful, with no leakage (pvl) and a gradient of 0 mmhg. A few days after discharge, a transthoracic echo was performed, the results revealed a residual gradient of 40 mmhg. There was no suspected thrombus or mechanical problem with the valve. Approximately seven (7) days after the procedure, the patient underwent a new angiogram and a periprosthetic leak was found and the 40mmhg gradient was confirmed. It was decided to perform a valvuloplasty with a 25 mm non-edwards balloon. At the end of the procedure, the pvl was slightly better and the residual gradient was 10 mmhg.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Patient's 3mensio was provided and the following information was noted: annulus area: 428.9mm^2. Area derived diameter: 23.4mm. Calcification was present on the annulus. Cine imagery was available, and the following was noted: expanded valve appears to have a 'waist'. Available imagery was reviewed by ew imaging team, and observations were made: ''the tte showed a hypomobile right cusp with concomitant pvl (probable mild/mild-moderate; no doppler to document severity and limited interrogation). Angiogram also showed a hypomobile leaflet in the rc/nc region with pvl. Post dilation still showed pvl (probably to a lesser extent) as well as still somewhat hypomobile leaflet. The implant appears to be ~70:30.'' The complaints of valve leaflet motion restricted and paravalvular leak were confirmed from imagery review. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately seven (7) days after the procedure, the patient underwent a new angiogram and a periprosthetic leak was found and the 40mmhg gradient was confirmed with the catheter. It was decided to perform a valvuloplasty with a 25 mm crystal balloon. At the end of the procedure, the periprosthetic leak was slightly better and the residual gradient was 10 mmhg''. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. In this case, pvl leak slightly improved after performing balloon valvuloplsty (post-dilation). Additionally, review of imagery revealed that there was a valve waist present on the deployed valve, which is likely due presence of calcification on the annulus. Calcification can prevent the valve from fully expanding and may create a gap between the valve and the annulus, which may lead to paravalvular leak. As such, available information suggests that patient factors (calcification) and/or procedure factors (under-expanded valve) may have contributed to the reported event. As reported, ''a few days after discharge, a transthoracic echo was performed, the results revealed a residual gradient of 40 mmhg and the physicians observed that one cusp was moving less than the others, at the angiographic study the leaflets were observed normal.'' Imagery review confirm from both tte and angiogram that hypomobile leaflet was present. As seen, there is a presence of waist in valve, which is indicative of an under-expanded valve. For proper functionality, valve needs to be fully expanded. If it's under-expanded, it can impact leaflet motion. As such, available information suggests procedure factors (under-expanded valve) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.